Manufacturer narrative:
The tandem t:slim pump user guide indicates that novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was in the 400's mg/dl and an insulin injection was used to address the bg level. A system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer indicated that the infusion set site would be changed. Reportedly, the customer had used the novolog insulin in the cartridge for 5 days. Tandem technical support explained to the customer that novolog is labeled for up to 72 hours of use. The customer acknowledged the information.